Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue. It was determined the cause of the reported issue was due to process residue on capacitor, designator c157, on the analog pcb assembly. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device had a wrench icon present. During evaluation, physio observed the device would operate as if it was connected to a patient when no patient load connection was made. The device may not be able to alert the user when a poor patient connection was made and may not be able to analyze a patient's ECG waveform. There was no patient use associated with this event.